Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two separate foley catheter would not deflate in testing prior to insertion. Current guidelines suggested not to inflate a foley catheter balloon prior to insertion. Some of their staff continue to test the balloon prior to insertion and have identified two separate foley catheter kits where the balloon did not deflate, potentially caused a safety concern. Could result in urologist consult. Customer informed that there have been repeated incidents where foley balloons were not deflating while in patients.

Event description:
It was reported that two separate foley catheter would not deflate in testing prior to insertion. Current guidelines suggested not to inflate a foley catheter balloon prior to insertion. Some of their staff continue to test the balloon prior to insertion and have identified two separate foley catheter kits where the balloon did not deflate, potentially caused a safety concern. Could result in urologist consult. Customer informed that there have been repeated incidents where foley balloons were not deflating while in patients.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be due to user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). A potential root cause for this failure mode could be, thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f, the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.